Event description:
The customer reported via phone call that the insulin pump brushed against something, and the rubber on the esc button tore completely off. The customer's blood glucose was unknown. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a cracked keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.